Manufacturer narrative:
(B)(4). This report for a user error, as the patient changed out the cassette, however, reused the solution bags was not confirmed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. Per the complaint information, cause of the use error is undetermined. Label review was performed and found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
A customer contacted baxter's technical service center and reported attempting to change out the cassette due to the homechoice (hc) machine alarming. The caregiver (cg) indicated that they were getting the check heater line alarm. The technical services representative (tsr) explained the alarm. The cg was attempting to change out the cassette assuming the check heater line alarm was caused by the cassette. The tsr reminded the cg when changing out anything; all the supplies should be changed out in order to not compromise the set. The tsr had the cg cycle the power. Product surveillance contacted the cg on (B)(6) 2011. Per the cg he had a hard time opening the door and had to go back to load the cassette. Product surveillance advised the cg that if they have a problem in the future that they need to make sure to change out all of the supplies. The cg is aware of that now. The cg stated they started over with all new supplies and the hp resumed therapy without any problems. No patient injury or medical intervention was reported.